Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the iol optic had been cut or torn into two pieces. One haptic was attached to each piece of the optic. Both haptics were cut or torn in half and portions of each haptic were missing. There was a small notch cut or torn out of the lens near one haptic. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. Our previous conclusions remain unchanged.

Event description:
It was reported that during an intraocular lens (iol) implant the trailing haptic got stuck in the plunger. After trying to detach the iol using a forceps, the haptic broke. Lens was removed and replaced with another lens of unknown model and diopter. Incision was enlarged and sutures were required to close the wound. Total surgery time was extended by 10 minutes. Additional information was requested and not received.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.